Event description:
Customer complains blood leak after 3 hours into treatment. The pt suffered a blood loss of 318 ml because the blood in the extracorporeal circuit was not returned by clinical policy. No medical intervention necessary.